Event description:
It was reported the physician attempted to place a lead for a trial procedure. The patients back has significant scoliosis and the surgeon was unable to place the lead. The lead was removed & the rest of the trial was abandoned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.